Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. After gaining depth in the laa and removing the pigtail catheter from the was the device was loaded into the was. Once the device was about 75% in the sheath it was noted that the sheath had move forward and appeared to be outside of the laa. They swept for an effusion using transesophageal echo (tee) and no effusion was appreciated. Contrast was then used and it was noted that some contrast was flowing outside the appendage. The device was quickly deployed and release criteria was assessed and met. The device was released. The patient's blood pressure began to drop and an effusion was noticed to be about 1cm on tee. A pericardiocentesis was performed and 350ml was drawn from the space. It was immediately delivered back through the was. Heparin was reversed and the effusion minimized. The patient's blood pressure remained low after giving 3l of fluid. Two units of blood were given. The patient's blood pressure stabilized and the patient was extubated and sent to the ICU for observation. The patient is expected to make a full recovery but has not been discharged as of yet.